Manufacturer narrative:
Complaint conclusion: as reported, a 6f/7f mynxgrip vascular closure device (vcd) was defective because the sleeve would not retract. The procedure was completed using manual pressure. There was no reported patient injury. There was nothing unusual noticed with the device. All patient anatomy seemed correct. A 6f non-cordis sheath was used. Procedure was an arterial case. The device was not available to be returned for analysis; however, a sterile mynxgrip vascular closure device 6/7f from same the lot was received for investigation. Visual inspection of the received device showed that the device was in the original package along with the corresponding instructions for use (IFU), with the syringe inside the packaging tray. The sample was inspected for functional testing. The investigation results found no functional anomalies with the provided unit, and it performed as intended per the mynxgrip IFU. The balloon was inflated as expected, and the advance tube was protruded by manually retracting the procedural sheath and shuttle cartridge back to the black handle. The product history record (phr) review of lot f2303101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant device deployment jam¿ could not be confirmed as the device was not returned for analysis. Additionally, there were no issues noted to the sterile device received for investigation. The exact cause of the failure experienced by the customer could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue reported, especially since there were no issues noted with the sterile device received. However, it could be attributed to the hydrogel pre-swelling or damages in the procedural sheath. According to the instructions for use, which is not intended as a mitigation, ¿detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in a device deploy issue. Neither the phr review, nor the product analysis of the sterile product suggest that the reported failure is related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2303101 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) was defective because the sleeve would not retract. The procedure was completed using manual pressure. There was no reported patient injury. There was nothing unusual noticed with the device. All patient anatomy seemed correct. A 6f non cordis sheath was used. Procedure was an arterial case. The device will not be returned for evaluation, but two sterile devices remaining in the box will be returned for evaluation.

Event description:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) was defective because the sleeve would not retract. The procedure was completed using manual pressure. There was no reported patient injury. There was nothing unusual noticed with the device. All patient anatomy seemed correct. A 6f non cordis sheath was used. Procedure was an arterial case. The device, along with the sterile devices remaining in the box, will be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.